Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 mg/dl and the cause was not known. Bg level was addressed by performing a supply change and delivering a bolus. No additional information regarding this event was provided.